Event description:
A report was received that a patient underwent a pocket revision. The patient's ipg became crooked and too deep, making it hard to communicate with the charger. Nothing was implanted or explanted and the patient is reportedly doing well.